Event description:
Customer reports to have received a failed battery test alarm. Customer's blood glucose was 108 mg/dl. During troubleshooting for failed battery test, it was found that battery contacts were not missing or damaged. Neither battery compartment nor spring were damaged or corroded. After troubleshooting and cleaning battery cap contact with alcohol, customer did not receive a failed battery test. Customer was advised that battery cap would be replaced. After receiving battery cap, customer reports to continue to receive failed battery test. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.